Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was that after the initial surgery, the distractor broke at one of the gimbals. The incident was highlighted during the radiology control, and the patient underwent a revision surgery five days later in order to replace the distractor.

Manufacturer narrative:
The reported event could be confirmed related to the forcibly detached distraction rod. The visual investigation of the distractor revealed that the distraction rod was forcibly detached at the ball-and-joint socket. Both pin sockets and their fixing pins are plastically deformed / bent and one fixing pin shows a deep pressure mark resulting from torsional overload during application. The related ball joint shows strong damages occurred during the forcibly detachment of the fixing pins. Furthermore at the coupling area of the disassembled distraction rod tool a strong pressure mark is visible indicating high torsional forces were applied in counter clockwise direction. Based on the performed technical investigation of the returned device components the root cause could be clearly identified and attributed to a usage related handling issue by turning the device in the wrong direction (counter clockwise) instead of correct direction (clockwise) leading to increased torsional forces during application and finally to the forcibly detached distraction rod due to torsional overload. All damages on the whole instrument and components point to the fact that during application too high forces occurred resulting from an inappropriate handling of the distraction system. Indications for a design, material or manufacturing related issue could not be found in the investigation. Therefore no corrective and / or preventive action is deemed to be necessary at this time.

Event description:
It was that after the initial surgery, the distractor broke at one of the gimbals. The incident was highlighted during the radiology control, and the patient underwent a revision surgery five days later in order to replace the distractor.